Event description:
It was reported that an alert was observed for high, out of range, high voltage lead impedance. Programming changes were made. During a generator change-out surgery unrelated to the lead, externalized conductors were observed. Patient was asymptomatic. The lead was capped and replaced. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.